Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the attachment device and motor device were heating up and making a whining noise when in use together. There were no delays to the scheduled surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device makes a whining noise, had vibration and the tip was damaged. It was determined that the device failed for vibration and had noise because the bearings were worn and damaged. Thus, when the bearings are worn out, they usually cause heat, vibration and noise. Therefore, the reported conditions were confirmed. It was further observed that the nose tube was damaged from allowing a hard object to come in contact with the inner nose tube, damaging the tip of the nose tube. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.